Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer

Event description:
On 27th september, 2019 getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, the spring arm screws¿ were released. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
It appeared that complaint reported under number 9710055-2019-00294 is a duplicate of complaint reported under number 9710055-2019-00280. The evaluation of the issue will be completed in the report 9710055-2019-00280.

Event description:
Manufacturer reference number (B)(4).